Manufacturer narrative:
(B)(4). Device evaluation summary: the tip of set screws were deformed, and the threads were damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an indication of spinal canal stenosis in need of spinal posterior fixation (lumbar) spinal therapy. It was reported that after performing olif at l4/5, position was changed to posterior position, and tlif was performed at l5/s. While psf was performed at l4/s, after placing the right rod, the left rod was inserted and fixed provisionally with set screws. The sound of tightening from the time of provisional fixing was strange, during the final tightening, the set screws idled and could not be broken off. When the set screws were newly replaced and the angle of the screw heads were changed a little and it was tried to break off the screws again, the screws were broken off, so the procedure was completed. There was a delay of less than 60 mins in overall procedure time reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information: h3 h3. Device evaluation summary: after visual and optical examination, it appears that threads of the set screw are cross-threaded/damaged. This damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the thread. If information is provided in the future, a supplemental report will be issued.